Event description:
It was reported that the physician was having trouble with his handheld computer. A company representative went to this site to troubleshoot the system and found that the battery in the handheld is not charging, and power/charging cable does not work. The product was returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned handheld computer and software. Upon analysis, the reported allegations were not verified. No anomalies associated with the handheld main battery or ac adapter were noted during testing. During the analysis, it was identified that while on battery power, the handheld would falsely indicate that the main battery was low. This anomaly was observed using both the returned main battery and a known good battery with a full charge. During the analysis the anomaly was isolated to the main board, and not associated with the ac adapter, main battery, or vns software. Since the handheld is manufactured by a 3rd party, detailed schematics for this device are considered proprietary and are not available. As a result, a root cause for the identified condition could not be identified.